Event description:
It was reported that the device had a power-on-reset (por) condition message screen. The condition was cleared with a programmer before an error code could be reported. The condition occurred before an implantation procedure, and the device was not implanted at the time.

Manufacturer narrative:
(B)(4).